Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is no longer to hear when using the device. Re-implantation is being considered.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation surgery has not been scheduled yet.

Event description:
The patient is no longer able to hear when using the device. Re-implantation is being considered but a date has not yet been scheduled.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. After opening of the housing, visual inspection of the electronics shows damage that is typical for humidity ingress. The problems described in the recipient report seem to match this finding. This is a final report.

Event description:
The recipient is no longer able to hear when using the device. The recipient was re-implanted.